Event description:
Coiling treatment of a cerebral aneurysm. It was reported the coil did not detach and upon removal, the coil detached inside the catheter. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.